Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with moderate annulus calcification with a perimeter of 87mm, during fluoroscopy inspection, an overlap of the inflow portion of the valve frame approximately to node three was noted via fluoroscopy. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic balloon. Following the bav, when the point of no recapture was opened in the first expansion, the pressure returned was slightly worse and the depth of the aorta was checked using echocardiogram and fluoroscopy. Subsequently, an infold was suspected on the right coronary cusp and left coronary cusp. However, it was predicted that the infold would resolve with full release, so it was switched to full release as it was. As expected, the symptom resolved, and the diastolic phase recovered to around 50-60. The procedure was completed without additional treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: product ID: non-medtronic balloon, unknown manufacturer. Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ime/annex e code e2321 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that hypotension was observed, and a post-implant bav was not required to resolve the infold. It was further reported that a procedural delay did not occur, and per the physician, the patient¿s calcification on the native valve leaflet contributed to the infold. The infold was resolved upon full release of the valve. No adverse patient effects were reported.